Event description:
As reported: "ring on gamma3 target device loosened when de-attaching td from short nail at the end of surgery."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.